Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion, prying/leveraging the device during insertion.

Event description:
On 12/02/2021, it was reported by a facility representative via sems that an ar-8927dsc 4.5x14mm corkscrew ft, disposables kit got damaged. The drill guide fused into the drill and damaged the rest of the products in the kit. The plastic melted. Another kit with a different lot number was used and it worked fine. This was discovered during use with no impact to the patient.